Event description:
Event verbatim [preferred term] (related symptoms if any separated by commas) hypoglycaemia [hypoglycaemia]. Instead of injecting ryzodeg they injected 50 units of novorapid [wrong product administered]. As the novopen 6 is only available in silver, they made an error, and instead of injecting ryzodeg, they injected 50 units of novorapid [product appearance confusion]. Case description: this serious spontaneous case from australia was reported by a consumer as "hypoglycaemia (hypoglycemia)" with an unspecified onset date, "instead of injecting ryzodeg they injected 50 units of novorapid(wrong product administered)" with an unspecified onset date , "as the novopen 6 is only available in silver, they made an error, and instead of injecting ryzodeg, they injected 50 units of novorapid (product appearance confusion)" with an unspecified onset date and concerned a patient who was treated with novopen 6 (insulin delivery device) from unknown start date for "device therapy", novopen 6 (insulin delivery device) from unknown start date for "device therapy", ryzodeg (insulin aspart, insulin degludec) from unknown start date for "product used for unknown indication", novorapid (insulin aspart 100 u/ml) (dose: 50- units) from unknown start date for "product used for unknown indication". Patient height, weight and body mass index(bmi) was not reported. Medical history was not provided. On an unknown date, the patient stated that they were using novopen 6 to administer their insulins. As the novopen 6 was only available in silver, they made an error, and instead of injecting ryzodeg, they injected 50 units of novorapid, causing their sugar levels (blood glucose) to drop to 3.7 units not reported and they experienced hypoglycaemia and was hospitalised (hospital details not provided). It was reported that the patient usually kept the two insulins separately, but they were just discharged recently from the hospital for a hip replacement and they were not concentrating when giving them their dose. It was reported patient had novopen 6 for each insulin, that is why the error occurred because the pens were both silver. Batch numbers: novopen 6: was not reported. Novopen 6: was not reported. Ryzodeg: was not reported. Novorapid: was not reported. Action taken to novopen 6 was not applicable action taken to novopen 6 was not applicable action taken to ryzodeg was not reported. Action taken to novorapid was not reported. The outcome for the event "hypoglycaemia(hypoglycemia)" was not reported. The outcome for the event "instead of injecting ryzodeg they injected 50 units of novorapid (wrong product administered)" was not reported. The outcome for the event "as the novopen 6 is only available in silver, they made an error, and instead of injecting ryzodeg, they injected 50 units of novorapid (product appearance confusion)" was not reported. Reporter's causality (novopen 6) - hypoglycaemia(hypoglycemia): unknown. Instead of injecting ryzodeg they injected 50 units of novorapid (wrong product administered): unknown. As the novopen 6 is only available in silver, they made an error, and instead of injecting ryzodeg, they injected 50 units of novorapid (product appearance confusion): unknown. Company's causality (novopen 6) - hypoglycaemia(hypoglycemia): possible. Instead of injecting ryzodeg they injected 50units of novorapid (wrong product administered): possible. As the novopen 6 is only available in silver, they made an error, and instead of injecting ryzodeg, they injected 50 units of novorapid (product appearance confusion): possible. Reporter's causality (ryzodeg) - hypoglycaemia(hypoglycemia): unknown instead of injecting ryzodeg they injected 50units of novorapid (wrong product administered): unknown. As the novopen 6 is only available in silver, they made an error, and instead of injecting ryzodeg, they injected 50 units of novorapid (product appearance confusion): unknown. Company's causality (ryzodeg) - hypoglycaemia(hypoglycemia): possible. Instead of injecting ryzodeg they injected 50units of novorapid (wrong product administered): possible as the novopen 6 is only available in silver, they made an error, and instead of injecting ryzodeg, they injected 50 units of novorapid (product appearance confusion): possible. Reporter's causality (novorapid) - hypoglycaemia(hypoglycemia): possible. Instead of injecting ryzodeg they injected 50units of novorapid (wrong product administered): unknown. As the novopen 6 is only available in silver, they made an error, and instead of injecting ryzodeg, they injected 50 units of novorapid (product appearance confusion): unknown company's causality (novorapid) - hypoglycaemia(hypoglycemia): possible. Instead of injecting ryzodeg they injected 50units of novorapid (wrong product administered): possible as the novopen 6 is only available in silver, they made an error, and instead of injecting ryzodeg, they injected 50 units of novorapid (product appearance confusion): possible no consent was provided to follow up by patient hence no further IFU and no additional information will be obtained. The event onset date is not reported in the case. However, the incident dates are captured to ensure the mir form is generated. This report is for a foreign device that is assessed as "similar" to us marketed novopen echo. Preliminary manufacturer comment: 09-sep-2025: since the novopen 6 is available only in silver colour, patient got confused with ryzodeg and novorapid, injected wrong drug product and experienced hypoglycaemia. Relevant information on trained user, proper usage and operator of the device at the time of event are unavailable.

Event description:
Case description: since last submission the case has been updated with the following: medical confirmation updated as yes. Physician added as primary reporter. Device narrative updated. Narrative updated accordingly.

Event description:
Case description: on 01-feb-2026 an amendment was performed for the report submitted on (15-jan-2026), the date of incident from and to ((B)(6) 2025 to (B)(6) 2025) was amended to ((B)(6) 2025 to (B)(6) 2025). Since last submission the case has been updated with the following medical confirmation updated as no physician removed as reporter case narrative updated with comment for amendment.

Event description:
Case description: investigational result: name: novopen 6 (one), batch number: unknown. The product was not returned for examination. If possible, please forward the reported product(s) for further investigations. Name: novopen 6(two), batch number: unknown. The product was not returned for examination. If possible, please forward the reported product(s) for further investigations. Name: ryzodeg, batch number: unknown. No investigation was possible, because neither sample nor batch number was available. If possible, please forward the reported product(s) for further investigations. Name: novorapid, batch number: unknown. No investigation was possible, because neither sample nor batch number was available. If possible, please forward the reported product(s) for further investigations. Since last submission, the following information has been updated: malfunction updated as no. Is non-reportable updated as no. Investigation results updated. Final report ticked, and expected date of fu report removed of device updated in EU/ca tab. B, c and d, g (imdrf) codes updated in device addendum tab. Narrative was updated accordingly. Final manufacturer's comment: 13-mar-2026: the suspected devices novopen 6 #1 and novopen 6 #2 has not been returned to novo nordisk a/s for the investigation. Batch number of the device unavailable despite repeated efforts to find the same. No batch trend analysis or reference sample analysis performed. Patient got confused with ryzodeg and novorapid, injected wrong drug product and experienced hypoglycaemia. Relevant information on trained user, proper usage and operator of the device at the time of event are unavailable. With the available limited information regarding the handling of the suspected device, it is not possible to identify a clear root cause in relation to functionality of novopen 6. H3 continued: evaluation summary: name: novopen 6, batch number: unknown. The product was not returned for examination. If possible, please forward the reported product(s) for further investigations.

Event description:
Case description: on (B)(6) 2025 an amendment was performed. Since last submission, the following information has been amended: preliminary manufacturer comment updated. Since last submission the case has been updated with the following gxp comment updated. Preliminary manufacturer comment: (B)(6) 2025: patient got confused with ryzodeg and novorapid, injected wrong drug product and experienced hypoglycaemia. Relevant information on trained user, proper usage and operator of the device at the time of event are unavailable.